Manufacturer narrative:
(B)(4).

Event description:
The customer complained of an erroneous high inr result for 1 patient tested on coaguchek xs plus meter serial (B)(4). The initial result was 5.4 inr with a "c" flag. This indicates the meter recognized the sample as a control test. The patient was tested again on a different coaguchek xs plus meter and the result was 3.4 inr. The qc check was observed with this test. The customer ran both levels of control on the coaguchek xs plus meter in question with passing results. Internal qc also passed. The patient is not anemic. There was no allegation that an adverse event occurred. The test strips were requested for investigation. The returned strips were tested in comparison to a retention meter and master lot strips. Human blood samples from warfarin donors were used. (B)(6). All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet the specifications. No information was provided in the complaint case that would point to a cause for the result discrepancy. Relevant retention test strips (lot 272165) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material was acceptable. The investigation noted that the inr result of 5.4 marked with the "c" flag may indicate the hematocrit value was very low; the "c" flag may also occur due to improper blood collection techniques. The investigation was unable to find a definitive root cause for the event.